Event description:
Health professional at explant hospital reported that they have a patient that had an operation three years ago for an incisional hernia repair and the implant surgeon used a composix kugel. In 2008 - patient complained about stomach pain. Surgeon at explant facility performed surgery and reported that the pain was caused by the broken ring of the composix kugel mesh, which had perforated the bowel. The case went well, but later (not sure how long later) the patient had a heart attack, and he is still in intensive care.

Manufacturer narrative:
The subject product has been received, and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.